Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for greater than four hours. The treatment for the high blood glucose was multiple daily injection via the infusion set and manual reservoir. No further information available.